Event description:
It was reported to philips that emergency medical services staff were not able to analyze or print a 12- lead electrocardiogram (ECG) while using the heartstart mrx monitor / defibrillator. The device was being used to monitor a patient and obtain a 12-lead ECG for diagnostic purposes. Another manufacturer¿s monitor / defibrillator had to be used to monitor the patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. No ECG rhythm strips or case events file were provided for review. This report stated that a (B)(6) female patient weighing (B)(6) experienced an event of chest pains on (B)(6) 2019. During the event chest pains, emergency medical services (ems) arrived on scene, connected the patient to the heartstart mrx device via electrocardiogram (ECG) electrodes, and transported the patient. While transporting the patient, ems staff attempted to analyze and print a 12-lead ECG, were unsuccessful, and connected the patient to a physio control lifepak to monitor the patient. It was reported that review of the patient event found the heartstart mrx was trying to learn the rhythm but had a noisy signal.

Event description:
It was reported to philips that emergency medical services staff were not able to analyze or print a 12- lead electrocardiogram (ECG) while using the heartstart mrx monitor / defibrillator. Another manufacturer¿s monitor / defibrillator had to be used to monitor the patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.